Event description:
It was initially reported that the preloaded intraocular lens (iol) was cracked. The lens had to be explanted. Through follow-up, it was learned that the iol was fully inserted into the left eye and then removed and replaced in the same procedure. The procedure was completed successfully. Another johnson & johnson iol was implanted as replacement (same model, dib00, same diopter). The patient had a capsule tear and a vitrectomy was performed. Patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Unknown; requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.